Event description:
It was reported externalized conductors were observed on the lead during device replacement. The lead was left implanted, as no electrical anomalies were detected. Several months later, episodes of non sustained lead noise were transmitted via merlin.net that showed the device was undersensing due to fluctuating r-waves. Patient was asymptomatic. Lead remains implanted, and patient will be monitored with routine follow-up at this time.